Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent ongoing elevated blood glucose (bg) level of around 200 mg/dl to "high"; although specific value was not provided. Cause was not known. A manual insulin injection was delivered and the infusion set changed to address bg.